Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was received for evaluation. A visual inspection was performed with the tubing noted to be separated from the dark blue connector. A leak test and clear passage test were performed with no issues noted. The reported problem was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the side of the transfer set was found to be damaged while a patient was performing peritoneal dialysis therapy. This resulted in a disconnection between the transfer set connector and tubing. There was no patient injury or medical intervention associated with this report. No additional information was provided.